Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer reset the pump with guidance from technical support, successfully resolving the issue and starting their sensor session without the error code reappearing.